Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, after insertion of lens in eye, a fiber was noticed on trailing haptic. Surgeon was able to successfully remove fiber and left the iol implanted. Additional information has been requested.